Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse determined that the issue was associated with a faulty speaker assembly and confirmed there was no sound coming out of the speaker. After parts replacement, the device was returned to functional use.

Event description:
It was reported the speaker was faulty and needed to be replaced. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.